Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that (B)(6) weeks following a percutaneous lead (lead) distal end replacement by the manufacturer's technical services team member due to mechanical damage of the lead with scissors (reference medwatch report # 0002916596-2012-00194), the patient was still experiencing "red heart" and "low speed hazard" alarms. A review of the historical log file data revealed abnormal speed drops and pump stoppage events recorded. The alarms were reportedly reproducible with manipulation of the lead and visual inspection of the lead revealed signs of external damage consistent with intentional cutting.

Manufacturer narrative:
The manufacturer's technical services team member evaluated the patient's lead and confirmed damage consistent with cutting with scissors. After consulting with the hospital, a second replacement of the distal end of the lead was successfully performed. The patient remains ongoing on lvad support with no further issue. A portion of the lead that was removed and returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.